Event description:
It was observed during central processing prior to being used on a patient that the large needle driver instrument had a frayed wire at the distal end.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint frayed wire at the distal end is confirmed. Instrument was found with frayed pitch cable at distal clevis hub. No damage was found at the clevis. No other cable damage was found. Additional finding: scratches on main tube. Distal end of main tube has various scratch marks with light material removal. Suggesting the may have been caused by instrument collisions or rough handling. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.